Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the during a device replacement, the ins was in the left chest, and when a bovie was used, the patient¿s right arm moved outward ¿during 2-3 of the bursts¿. It was reviewed that the current from the bovie may have coupled onto the lead causing the patient¿s arm movements but the manufacturer¿s representative had never experienced this before. The representative confirmed the device was off and that monopolar setting on the bovie with a grounding pad being used. The healthcare professional (hcp) then cut back on the cautery use. The patient was programmed on 2+1-, 120 pw, 180 rate, and a pocket adaptor was used. All connections were good except for what was programmed ¿2<(>&<)>1¿ which was a short. It was noted that before the case, impedances were a little lower than average but no shorts were seen. There was no record of an intermittent short prior to the day of report. The components were disconnected, reconnected, wiped down, the ports were changed, the pocket adaptor was changed but the short circuit was still present. It was noted that, for a brief time, the short did not appear before everything was coiled in the pocket. It was reported that the patient was programmed around the short using 1-0+ and was getting good therapy. The patient had a follow up appointment on (B)(6) 2018. Additional information received from the manufacturer¿s representative on (B)(6) 2018 clarified that the surgeon used the bovie to open the pocket but was not used for the purpose of making the pocket larger for the adaptor. The ins was just below the incision. The representative also reported that they followed up with the patient on (B)(6) 2018 to check on how the recharging was going and to see how they were feeling with the new programming (0+, 1-). The representative stated that the patient was doing fantastic with the new programing with the family member mentioning that they had been ¿motoring¿ around the house. The family member told the patient needed to rest more after the replacement. It was noted the patient/family needed some reinforcement on the recharging, but things made sense for them after the representative spoke to them. In addition, the representative reported that during troubleshooting, the short circuit resolved during one of the impedance tests ¿when only the device was put in the pocket without the extension coiled up behind it¿. The representative stated that there may be a ¿positional¿ issue of the extension that put stress on the system, causing a potential ¿intermittent¿ short circuit. Follow up information received on (B)(6) 2018 reported that there had been no further actions/interventions taken at this point. The patient was to be seen by a mvd neurologist on (B)(6) 2018 with the representative to be represent. There were no further complications reported or anticipated.